Manufacturer narrative:
(B)(4). Medwatch (B)(4) reported a total of 4 additional events. We reached out to the customer for additional information. These events are reflected in the following mdrs: 3003898360-2017-00234, 3003898360-2017-00235, 3003898360-2017-00237, 3003898360-2017-00024. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint received via medwatch (B)(4) alleges: the patient was being intubated with 7.5 et tube. After the successful intubation the cuff was inflated with 10cc of air, an audible air leak was present and the cuff would not stay inflated. This was repeated with 4 different et tubes with the same issue.

Manufacturer narrative:
Qn#(B)(4). Additional information received from the customer. Correction: catalog number was originally reported as 5-10315 is corrected to 5-10115. Lot number originally reported as 73b1600244 is corrected to 73h1600098. A device history record review was conducted for the corrected device information and did not show issues related to the complaint.

Event description:
Customer complaint received via medwatch (B)(4) alleges: the patient was being intubated with 7.5 et tube. After the successful intubation the cuff was inflated with 10cc of air, an audible air leak was present and the cuff would not stay inflated. This was repeated with 4 different et tubes with the same issue.